Event description:
It was reported that the contact alleged the load fill tubing sequence was initiated while the customer was connected to the site. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the customer was aware to not be connected to the pump during the fill tubing process. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.